Manufacturer narrative:
This supplemental report is submitted to provide additional information and to correct the initial report. Corrected point is "g4" of the initial report. Date received by manufacturer was changed to april 2, from april 8 of the initial report. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the result of the evaluation, omsc confirmed that the adhesive of the bending section was cracked and deteriorated. The exact cause of the crack could not be determined, but it was surmised that it occurred due to physical stress including contact with a hard/sharp object such as trocar. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation but the evaluation is still in progress. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is provided, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility noticed during a reprocessing that a part of the bending section rubber of the subject device was missing. The user facility assumes that there was a possibility that the missing part fell in the patient's body during a therapeutic procedure since the facility inspects the device prior to use. There was no patient injury associated with this report.